Manufacturer narrative:
(B)(4). Approximate age of device: 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had recently been admitted for bacteremia. The patient had rising lactate dehydrogenase (ldh) levels ranging from 281 u/l to 569 u/l between (B)(6) 2016 and (B)(6) 2016. A ramp study was positive on (B)(6) 2016 and device thrombosis was suspected. As of (B)(6) 2016, it was reported that the patient had also been having high estimated pump flows and high powers over the previous 2 weeks with ldh levels in the 400 u/l range, with a negative ramp study. The system controller was exchanged. The patient's ldh level continued to elevate to the high 600 u/l range. The patient's inr was 1.6 and the patient was treated with IV heparin. The patient was taken off aspirin due to a recent previously unreported gastrointestinal bleed. The patient received a pump exchange on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed based on the evaluation of the returned pump. A tissue-like thrombus formation was adhered around the inlet bearing cup and inlet bearing ball. The thrombus appeared to have formed in laminated layers and showed darker areas of potential denaturing, indicating that the thrombus likely formed around the bearings over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The deposition also could cause increased resistance on the spinning rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.